Event description:
It was reported that a user of the ilet bionic pancreas with a dexcom g7 continuous glucose monitor (cgm) experienced hyperglycemia, with a highest cgm reading of 227 mg/dl and a glucometer reading of 233 mg/dl, persisting for several hours after a low or less-than-usual meal announcement despite eating no carbohydrates; the user is new to the pump, uses an inset infusion set on the abdomen, and primed the tubing with visible drops during troubleshooting. Symptoms include nausea associated with hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no device problem was found, a usage problem was identified, and the issue related to improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.